Manufacturer narrative:
The lot was manufactured december 10, 2014 - december 11, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 24 hours; however, after 9 hours the device was empty. The device was filled with 34 ml of fluorouracil and 54 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.